Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with air bubbles in the reservoir of the insulin pump. Customer's blood glucose level was 245 mg/dl. Customer was advised to change the infusion set. Customer stated that there are not any leaks. Customer was advised to change the infusion set. Air bubbles did not persist after set change. Customer was also advised to return the set and reservoir for analysis. Customer's blood glucose level went down to 200 mg/dl. No additional information provided.

Manufacturer narrative:
Evaluated one opened and used reservoir. Performed fill reservoirs per specifications. Reservoir passed per specifications. No air bubbles were observed during analysis. Checked o-rings and stopper groove for defects and none were found. No air bubbles found.